Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient had a pre-syncopic event and heart rate was measured at 30 bpm. Further examination of the patient, revealed no stimulation in the atrium or the ventricle. The device was replaced. It was noted that the patient feels better after exchange of the device. No further patient complications were reported as a result of this event.